Event description:
The patient reported exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of frayed and exposed wires was confirmed. Visual inspection verified the power extension cable was frayed and wires were exposed. A known working test power extension cable was used for testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using the returned 4g gsm modem. The unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.